Event description:
Volume delivered was less than what pump indicated. This occurred during nurse education/training. There was no patient involved.

Manufacturer narrative:
Device evaluation results: the reported incident could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy a total of six (6) times, volume to be delivered in each test: 5 ml (specifications 4.75 - 5.25 ml). Three tests at 000 ml/hr had results of 5.07 ml, 4.93 ml and 5.07 ml. Three tests at 38 ml/hr had results of 5.02 ml, 4.92 ml and 4.99 ml. B. Braun testing/inspection revealed no faults or issues with the pump. B. Braun contacted the user facility for additional information. No additional information is available.